Event description:
It was reported that as the subject retrograde cardioplegia cannula was removed from the pt, the balloon appeared to separate from the end of the cannula. Subsequently the balloon was unable to be inflated adequately. There was no adverse effect on the pt.